Manufacturer narrative:
Concomitant product(s): dtbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had diaphragmatic stimulation. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.